Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet pump user experienced persistent high glucose after starting therapy and entered multiple post-start meal announcements to address highs, with a clinician expressing concern about stacking; sensor connectivity briefly failed but reconnected, and the patient¿s glucose at the time of contact was 91 mg/dl with plans to eat, while the infusion set was placed on the upper arm due to adhesion issues on the abdomen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s support person and clinician and analysis of user-provided information. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information on a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.